Manufacturer narrative:
Result: the distal tip of the renegade hi-flo microcatheter (non-penumbra device) was ovalized approximately 1.0 and 3.5 cm from the distal tip. The pusher assembly was kinked approximately 29.0, 56.0 and 100.0 cm from the proximal end of the wire. The plastic distal tip of the coil introducer sheath was flared and damaged. Conclusion: the complaint has been evaluated. The complaint indicates that the coil introducer sheath could not be inserted into the hub of the renegade hi-flo microcatheter. Evaluation of the returned products confirmed minor damage to the tip of the introducer sheath however; functional testing revealed no incompatibility between the coil introducer sheath, the microcatheter, or the coil. The product issue may have been caused by improper handling of the coil introducer sheath when attempting to place the tip of the sheath in the hub of the microcatheter. The damage to the distal tip of the sheath was likely due to this mishandling however, there was no compatibility issue noted during functional testing despite this minor damage. The kinks in the coil pusher assembly were likely due to attempts to advance the coil against resistance in the coil introducer sheath. The coils and introducer sheaths are 100% functionally tested during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the right internal iliac artery using the penumbra coil 400. During the procedure, the physician was unable to insert a penumbra coil 400 into another manufacturer's microcatheter. The physician used a new penumbra coil 400 and the procedure continued. The patient is well.